Manufacturer narrative:
H3: device evaluation - dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned in liquid, in a specimen container. Visual inspection found no visible damage to the lens. Corrected data: b5: the reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -12.00 diopter, in the patients left eye (os) on (B)(6) 2021. The lens was explanted later that same day due to low vaulting. The surgeon did not implant another icl lens. The cause of the event was due to the device. Claim # (B)(4).

Manufacturer narrative:
Age, sex, weigh, ethnicity, race: unk. Date of event: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -12.00 diopter, in the patients eye on (B)(6) 2021. The lens was explanted the same day due to the lens was too big. There was no patient injury. Additional information has been requested but none has been forthcoming.